Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation:  yes, returned to manufacturer on: 2023-06-12.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety for the needle after the venipuncture is complete has been coming off."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety for the needle after the venipuncture is complete has been coming off."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed however they only show the product packaging so the indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety for the needle after the venipuncture is complete has been coming off."